Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient's wife reported to that the peg-j tubing was removed due to repeated infections. The patient was fevered and the stoma was reddened. The stoma and tube were cultured, with the results showing a bacterial infection on the tube. He was treated with an unknown oral antibiotic.